Event description:
Ptca procedure. Wire down lad and another down diagonal. At end of case wires removed diagonal wire tip had fractured. On next picture contrast was seen breaking out of vessel, hr, bp. Additional surgery performed, wire tip still in patient.